Event description:
It was reported that the customer was experiencing issues with the sensor. The customer reported that the received calibration error alerts as well as a weak signal alert. The customer stated that the sensor glucose readings were very different from her actual blood glucose readings. The customer's blood glucose was 45 mg/dl. The customer treated herself with candy. Troubleshooting was done. The customer stated that the sensor connected was exposed to water while she was showering. Advised patient to perform a test plug procedure with transmitter. Advised not to insert sensor until the transmitter was confirmed as working find. Advised that a replacement sensor would be sent. The customer declined troubleshooting for low blood glucose levels. The customer stated that she would call back to perform troubleshooting when she arrived at home. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.